Event description:
It was reported that during and infusion in the oncology department, the primary IV tubing set leaked stem cells at the hub nearest the patient. The patient lost 1ml of stem cells. The tubing set was replaced and the infusion restarted with no further incidents. It was further confirmed during follow up, that it is unknown if there was any patient harm or impact as a result of this event. Although requested, there has been no response to patient impact or additional event information made available to date.

Manufacturer narrative:
Additional updated information: b.5.

Event description:
It was reported that during and infusion in the oncology department, the primary IV tubing set leaked stem cells at the hub nearest the patient., the patient lost 1ml of stem cells. The tubing set was replaced and the infusion restarted with no further incidents. It was further confirmed during follow up, that it is unknown if there was any patient harm or impact as a result of this event. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
The customer's report that the tubing set leaked at the hub nearest the patient was confirmed. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. No issue was observed. The set was re-primed and no leak or issue was observed. Visual inspection observed that the leak was at the engagement of the pvc tubing to the inlet of the bottom smartsite port. Further inspection of the leaking tubing end shows the tubing's outer diameter to be out of specification. Functional testing was performed; fluid was leaking from the engagement of the pvc tubing. The root cause that the tubing set leaked at the hub nearest the patient was a supplier/manufacturing issue.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that during and infusion in the oncology department, the primary IV tubing set leaked stem cells at the hub nearest the patient, the patient lost 1mlof stem cells. The tubing set was replaced and the infusion restarted with no further incidents. There was no patient impact.